Event description:
It was reported that a second pump was used due to a dimple in a inflatable penile prosthesis (ipp) pump. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a second pump was used due to a dimple in a inflatable penile prosthesis(ipp) pump. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the physician has no idea how the dimple on the pump was caused. The patient outcome was reported to be well. This occurred during an original surgery. The ams700 device was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test and the inflation test. The pump required more than 8 lbs. Of force to activate. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary